Event description:
It was reported that the customer had a high blood glucose level. The customer's blood glucose level was 434 mg/dl. The customer was treated with syringe and she does feel ok to troubleshoot. The customer was advised to change entire infusion set, reservoir, and insulin and treat per health care provider instruction. The customer was advised that the insulin pump is working as design. The patient was advised of the interaction aftercare email. The customer request replacement of 3 infusion set. And we just did high pressure test on. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.